Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they stopped wearing their aligners after learning they had a fractured tooth that had to be extracted and replaced with an implant. The patient believes that the aligners caused the tooth fracture.